Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Please look to 1723170-2022-00306 for information about the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that there were intermittent inaccuracies when utilizing spinal navigation with a medtronic imaging system. During troubleshooting, the manufacturer representative (rep) verified accuracy using the pegboard and found that navigation was accurate. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Additional information was received. It was reported that only one side required a revision because the screws did not line up on fluoro as placed on the saved screw images.